Event description:
In 2002, k.m.I. Was informed of an explant of a 10mm maxwell-brancheau arthroresis (mba) to address pain experienced by the pt following the 2001 implant date. There was no implant damage or deficiency reported.